Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v020895, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial # (B)(6), implanted: (B)(6) 2006, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 7428, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient was experiencing "surges" from their left implantable neurostimulator (ins) and "shocking" on the right side of their face. It was noted that patient's previous device had been replaced due to end of life with a new model and a pocket adaptor. The ins had been placed three inches above the previous pocket in the patient's chest. It was stated that the surging started on (B)(6) 2013. There were no known falls or trauma. It was reported that the patient bend over or moves their arm, their face "gets numb" on the right side. It was stated that when the patient would turn the ins off at night, this sensation would go away. It was stated that when the pocket adaptor is tough they can feel surges. The impedances were reported as: c-0 = 1666 ohms, c-1 = 775 ohms, c-2 = 741 ohms, c-3 = 868 ohms, 0-1 = 1511 ohms, 0-2 = 1666 ohms, 0-3 = 2006 ohms, 1-2 = 443 ohms, 1-3 = 1061 ohms, 2-3 = 945 ohms, c-4 = 1621 ohms, c-5 = 1401 ohms, c-6 = 1061 ohms, c-7 = 1267 ohms, 4-5 = 1616 ohms, 4-6 = 1962 ohms, 4-7 = 2237 ohms, 5-6 = 1450 ohms, 5-7 = 1936 ohms, 6-7 = 1330 ohms. The left ins was programmed with 1+, 3-, 4.1v, a pulse width of 90, 150 hz. The right was programmed with 6+, 7-, 4.9v, a pulse width of 60, 150 hz. It was stated that with the older model the patient had the same programmer and voltage. It was noted that the patient's tremor was "well controlled". It was reported that x-rays were taken. It was reported that there was one connector that "might have a kink in it". When impedances were taken with the patient's arms raised they were c-0 = 1682 ohms and 1-2 = 57 ohms. An impedance measurement from 2008 stated that 1-2 was 1395 ohms. Therapy impedances for the left ins was 879 ohms and the right ins was 1273 ohms. There was a short on 1-2.